Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Following our receipt of one returned transmitter, performed visual inspection and found no physical damage to connector pins, cow catcher or case was noted per visual inspection. No traces of moisture/contamination were noted at the connector visual inspection. Unit was able to charge properly. After removing the device from the charger, the green led flashed properly. After the test plug was installed, the led flashed properly. In summary the customer complaint about unexpected sensor alarms was not confirmed. Unit passed functional tests including rf/ble communication test, downgrade, download, and accuracy test. Unit passed charge test holding 4.13 v after accuracy test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced discrepancy between sensor glucose values and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7841zn and mmt-7040ma. Troubleshooting was performed and blood glucose value at the time of event was 72 mg/dl and sensor glucose value at the time of event was 118 mg/dl which is not within the range. No harm requiring medical intervention was reported. Mmt-7040ma was requested and the customer response was the device was returned for analysis. Product return required for mmt-7841zn.